Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure utilizing a gtr plating system, the tip of the pin fractured in the patient's body when the surgeon inserted the screw. The fractured pieces were removed from the patient and no additional patient consequence was noted.

Manufacturer narrative:
Reported event was unable to be confirmed; visual and dimensional evaluations could not be performed as no product was returned. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.